Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, redness of the device pocket was observed and a pocket infection was suspected. The pocket was surgically cleaned; the device was explanted and replaced successfully. The patient was in stable condition.